Event description:
It was reported to boston scientific corporation that an f/g kit 8.3 nephrostomy - jinro was being used in a nephrostomy procedure (patient age, gender, and weight unknown). According to the complainant, the coating peeled off the guidewire provided with the kit. The procedure was successfully completed using a second f/g kit. The patient was reported to be "good" at the conclusion of the procedure.

Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Analysis of the returned guidewire, which is a component of the nephrostomy kit - jinro, revealed scraped ptfe coating, stretched coil wraps and ductile tensile overload fracture of the core wire 0.25mm proximal of the distal tip weld mass. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Because the complaint is associated with a product that met specification but due to anatomical / procedural factors encountered during the procedure its performance was limited, the most probable root cause for this event is determined to be operational context.

Event description:
It was reported to boston scientific corporation that an f/g kit 8.3 nephrostomy - jinro was being used in a nephrostomy procedure (patient age, gender, and weight unknown). According to the complainant, the coating peeled off the guidewire provided with the kit. The procedure was successfully completed using a second f/g kit. The patient was reported to be "good" at the conclusion of the procedure.